Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump display screen was flickering on and off. The customer's blood glucose was 163 mg/dl. Reportedly, customer confirmed the issue had been resolved upon follow-up and customer continued to use the pump for insulin therapy.